Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that implant hex stripped during procedure at tooth location # 31. Implant removed area grafted. Procedure was completed with a same size implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 6/5 x 10mm (oss411) was returned for investigation. Visual evaluation of the as returned product identified scratches and minimal damage around the platform and hex. Functional testing was not performed due to the nature of the device and event. Pre-existing condition noted on the per was - moderate bone density ¿ type ii-. The implant was being placed on tooth # 31 (universal) when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2020021278) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020021278) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.